Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. Blood glucose reading went over 400 mg/dl. Customer reported that belt clip rails of insulin pump was broken. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.